Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called initially to report a discrepancy between the sensor glucose and the blood glucose readings. The customer then stated he was hospitalized for low blood glucose. The customer stated that prior to the hospitalization, he checked the sensor glucose and it was 136 mg/dl, which he states was an incorrect reading. The customer then went on a bike ride and then passed out and was taken to the hosp. Nothing further was reported.